Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles 31g x 5mm (100 count) is not sterile. The following information was provided by the initial reporter: indonesia moh sent out warning letter to bd indonesia, mentioned during their random sampling program, bd product which is bd microfine¿ + pen needles (5mm) (320470) is not meeting the specification for sterility testing.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report [MDR pr#9563930] was sent in error. Complaint captured under report [MDR pr#9564354] MFR#3014704491-2024-00037. MFR#: 3014704491-2024-00038 is void as a result.

Event description:
It was reported that the bd micro-fine¿+ pen needles 31g x 5mm (100 count) is not sterile. The following information was provided by the initial reporter: indonesia moh sent out warning letter to bd indonesia, mentioned during their random sampling program, bd product which is bd microfine¿ + pen needles (5mm) (320470) is not meeting the specification for sterility testing.